Manufacturer narrative:
The pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 510mg/dl. The customer states they have tried to replace infusion sets, but their levels remain high. The customer declined to troubleshoot and did not feel safe with the pump. The customer was advised the pump would be replaced and returned for analysis.